Event description:
Accu chek readings were not in sync with istat machine and lab blood glucose results. At approx 0200 in 2008, lab results for pt's blood glucose levels were extremely low, causing the lab to suspect the specimen may be contaminated. Pt was redrawn, and low results were confirmed. During this same time period and throughout the day on that day, pt's accuchek results were within normal range to slightly above normal range. Pt continued to receive insulin throughout the day on the same day, based on accuchek results and what was recommended by the glucomander, to treat blood sugar. Pt became hypotensive with blood pressure in the 60's and coded on the same day at approx 1400. Pt was resuscitated, but remained nonresponsive. On five days later, pt was removed from life support and expired shortly thereafter.